Event description:
Patient with corneal scar had a corneal transplant and became infected with staphylococcus aureus. The facility contacted rep when they obtained the recall notice on product 23275-500(05d0915, 05d0916) as they had this product on their shelf and may have used it on this patient.